Event description:
It was reported that the port-a-cath was used for chemotherapy without any issues until (B)(6). On (B)(6) antibiotic treatment was administered via the port-a-cath. Swelling along the clavicular line was observed upon the second dose of the antibiotic. A venogram confirmed that there was a leak in the port-a-cath system. The leak was observed at the connector portion. The port-a-cath was explanted from the patient and clamped at the distal end of the catheter to confirm the leak. The catheter was then soaked in chlorhexidine and sent the facility's internal quality management.

Manufacturer narrative:
One smiths medical port-a-cath ii was returned for analysis. Unaided eye as well as 5x to 20x microscopy was used to visually examine noting multiple scratches/tool markings were observed about the ultra-lock. These markings are reported to be consistent with the device having been handled by instruments; when and how are not determined. Upon pressurization of less than 20 psi leaking was found. The leaking was located at the tip of the catheter near the outlet tube from small holes/slits from both the top and bottom of the catheter. Based on the evidence, the root cause is unknown. However, it was reported that there is a high likelihood that this leaking was caused by user induced damage., corrected data: g7, previously submitted (B)(6) 2018.

Manufacturer narrative:
Information was received confirming the country where the event occurred was in singapore., corrected data: g7, previously submitted 19-mar-2019.